Event description:
It was reported that this lesion was debulked and pre-dilated. When the rx vision was implanted there was a mal opposition; therefore, the lesion was dilated again. After the dilatation, the perforation was confirmed over the angiogram. The esprit was delivered to treat the perforation; however, the balloon ruptured at 8 atm. The balloon was changed and the perforation was treated. No add'l event or pt info is available.

Manufacturer narrative:
H10: results and conclusion summation - product performance engineering reviewed the incident info; however, the device was not returned to abbott for analysis. Without the device to examine, no determination can be made as to the root cause of this reported partial deployment. Perforation, as listed in the instructions for use, is a known adverse event associated with coronary stenting.